Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection of the lung, the stapling device was being applied to the lung parenchyma. The powered stapling handle ran out of power mid-fire leaving the reload partially fired and clamped down on the tissue. The surgeon attempted to manually retract the knife blade using the retraction tool, but did not incorrectly and further jammed the reload. The handle of the manual retractor broke. In order to resolve the issue and complete the case, an additional incision had to be created in order to cut around the reload to release it and remove it from the patient. The incision was not extended by more than one inch. There was unanticipated tissue loss as a result of this problem. The patient outcome is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, it was hanging on loosely. The amount of tissue damaged that fits within the jaws of the reload.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection showed that the articulation pin through the tool was bent and prevented proper closure of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged to the manual retraction tool can be caused by rough handling of the device by exerting excessive torque on the tool. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.